Event description:
Patient brought to or for occluded portacath. When physician dissected down to port, the catheter was broken from part and found in cephalic vein. The catheter had sheared right where it was entering the device. It was removed.